Manufacturer narrative:
Investigation description: no abnormal wear or damage to exterior of the device. Device was powered on after placing on a charging pad and charged to full battery with no issues. Engineering logs were downloaded. After reviewing the logs, it was confirmed the device was not charging while on a charging pad and the charge was depleting rapidly. The possible root cause was determined to be a power circuit issue in the mainboard. As this is a possible mainboard issue, the device will need to be scrapped.

Event description:
It was reported that the ilet experienced rapid battery depletion, with the battery dropping from full charge to no charge within approximately 30 minutes, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status and no medical intervention. Investigation included basic troubleshooting and user education, including instructions to shut down the device to avoid alerts, data synchronization guidance, and preparation for return and replacement. Investigation of this case revealed a suspected device power or battery performance issue consistent with abnormal battery consumption. It was concluded, based on previously established findings for similar reports, that the cause was a suspected device malfunction related to the power subsystem.